Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device met with functional specifications. The reported issue could not be confirmed; the device passed all testing.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was not indicating oxygen flow. There were no reported adverse effects.